Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (h3 and h4). The device was evaluated by olympus, and the reported malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to thermally and mechanically induced. The root cause of the reported event could not be identified. Furthermore, it is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation cleaning, disinfection and sterilization (cds) of the instrument or during the last procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the tip of the sheath came off and fell into the bladder during a turis procedure. The fallen piece was retrieved using basket forceps. There were no reports of patient harm.